Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and non-calcified mid right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced but resistance was felt and the stent strut was lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).